Event description:
On (B)(6) 2019 neotract inc. Was contacted by a patient who had received a successful prostatic urethral lift (pul) procedure approximately two years ago. Patient stated that he experienced pain and accumulation of blood in his catheter following the pul procedure. He went to the ER (date not specified) with blood clots in his urine, and his catheter was changed to a larger one and he was sent home. Patient stated that a short time after his visit, he returned to the hospital for the same issue where he was treated with cauterization for an active bleed and transfusion of two units of whole blood. He was discharged after two days.